Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer changed pump supplies to resume insulin therapy.